Event description:
It was reported that the device was presenting with syringe plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Check syringe plunger sensor error was found in pump event history log. Reported problem was able to be duplicated during power up process. Plunger board misaligned and broken off from glue. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Actions were taken to mitigate the reported issue: reassembled plunger assembly and replaced left plunger case for preventive.